Event description:
It was reported that during a surgical intervention to replace the system ipg, a lead was also being implanted to replace the existing lead. Upon connecting the new lead to the new ipg, the intra-operative testing indicated invalid impedance values. The physician decided to disconnect the new ipg and replaced it with another ipg. The system was retested and normal impedance values were observed. The procedure was completed. No pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.